Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were sparks that came out of the remote monitor which landed on the bed and burned the house down. No troubleshooting was performed. The monitor will not be returned this time. No patient complications have been reported as a result of this event.